Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 626623) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), autoimmune thyroiditis ("type of autoimmune diagnosed ¿ thyroiditis."), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and ablation, dilation and curettage). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal hemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, autoimmune thyroiditis, fatigue, alopecia, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, nausea, pelvic pain, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for autoimmune thyroiditis. If no removal planned, select reason(s) ¿ other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in 2008: result: not reported.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure (batch no. 626623) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), autoimmune thyroiditis ("type of autoimmune diagnosed ¿ thyroiditis."), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headache") and nausea ("nausea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and ablation, dilation and curettage). Essure treatment was not changed. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, autoimmune thyroiditis, fatigue, alopecia, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune thyroiditis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for autoimmune thyroiditis. If no removal planned, select reason(s) other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure in 2008: result: not reported. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received: lot number added. Events: ablation; abnormal bleeding (vaginal, menorrhagia) were added. Lab data, reporter, essure insertion date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.